Event description:
The filter on the tubing set "burst" while being used to infuse remicade via an acclaim encore infusion pump. The pump was programmed to deliver remicade 900mg/250ml normal saline at a rate of 125ml/hour. The solution was infusing into a peripheral IV site in the pt's left forearm. After 200ml had been infused, while the nurse was taking a blood pressure on the pt's right arm, the nurse heard a loud "pop" and observed IV solution "squirting out" of the inline filter on the IV set. It was reported that there was a crack in the IV filter near the "hole", just to the right of where the tubing enters the filter. There was a raised area on the filter where the crack was located that "popped back in place" when touched. There was no reported bleedback through the filter. The IV site was manually flushed with no resistance noted, the IV tubing was changed, and the infusion was resumed to deliver the remaining IV solution. After an additional 20ml had been infused, the nurse reported that she was across the room and heard the same loud "pop". The second IV filter had cracked in the same place as the first filter. The nurse chose to complete the infusion with this second tubing set in place, as there was less than 20ml remaining to be delivered. There was no adverse effect to the pt, although it was reported that the pt did not receive full dose of medication due to the fluid that leaked when the filters cracked. There were no reported pump alarms. Though requested, there was no additional info available.